Manufacturer narrative:
(B)(4). Evaluation: an empty opened foil, a detached needle and a dispensed suture were returned for analysis. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the suture needle pull off is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure?

Event description:
It was reported that a patient underwent an unknown upper limb trauma procedure on (B)(6) 2020 and the suture was used. The pulling off of the suture needle happened when the device was about to be used for the surgery. A replacement device was used to complete the surgery. There is no report on patient's injury. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/28/2020. Corrected information: d3, g1, g2. Additional information was requested and the following was obtained: were x-rays taken to locate the needle? No. Was the needle piece removed from the patient during the same procedure? Yes.